Event description:
New information received on (B)(4), 2018 that issue was observed when patient presented to the clinic during a hospice turn off. Device telemetry was unable to be established and a magnet was secured over the device to disable therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device was unable to establish telemetry connection and there was no wireless communication. Device remains implanted. Patient was stable. No further information available.